Event description:
The plunger of the syringe has an excess amount of a reddish-brown gel on it. It is probably some sort of a lubricant, but it should not be globbed on the plunger, and rptr is not sure what effect it would have on a pt who could have received it.